Event description:
It was reported that "inner bar that applies pressure snapped off in surgery on (B) (6) 2009."

Manufacturer narrative:
MFR has requested add'l info and return of damaged product. Any add'l info obtained during the investigation will be submitted in a supplemental report.